Manufacturer narrative:
The customer¿s report that the bi-fuse broke was confirmed. Visual inspection of the set noted separation between the tubing and the y-connector outlet. Examination under magnification noted solvent around the end of the tubing where the separation occurred. No other damage was observed on the set and its components. Functional testing could not be performed on the set due to separation. The separated tubing¿s outer diameter was measured with lab calipers and was found to be within measurement specification. The root cause of the customer¿s report was solvent bond failure.

Event description:
It was reported that the bi-fuse broke from patient's line. The customer states that there is no patient harm.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the bi-fuse broke from patient's line. The customer states that there is no known patient harm.